Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the text was dim/faded and there was pixel color change on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings:on investigation, the alleged display issue was duplicated. The pump powered up to a dim display with reddish text. The auditory and vibratory features were operational. Unrelated to the complaint, the keypad cover was peeling off the base and all the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).